Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine gave a technical alarm (error code 9035.1) during a patient¿s continuous renal replacement therapy (crrt). The machine was displaying the message ¿inform service and switch off device¿. A manual return of blood was not possible due to a lack of personnel to help with the hand crank. As a result, the patient experienced 300 ml of blood loss. A service technician was notified of the event. Despite multiple efforts to obtain additional information, thus far no further details have been provided.

Manufacturer narrative:
Additional information: h6 (health effect clinical code) plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. However, machine files were provided for review and evaluated. The reported failure type represents a known event. An ¿assert¿ error occurred which resulted in a system error 9040.1. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿design¿. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many different sources of pgm errors, and several different root causes for them. A 9040.1 error usually leads to the termination of treatment. After restarting the device, the treatment can be continued. Manual blood reinfusion is described in the instructions for use (IFU) and should always be possible. The reported event is within the scope of a product improvement. A software problem was identified and the cause of the failure was traced to device design. Appropriate measures will be taken in an existing CAPA that was opened to address this issue.

Event description:
It was reported that a multifiltrate pro machine gave a technical alarm (error code 9035.1) during a patient¿s continuous renal replacement therapy (crrt). The machine was displaying the message ¿inform service and switch off device¿. A manual return of blood was not possible due to a lack of personnel to help with the hand crank. As a result, the patient experienced 300 ml of blood loss. A service technician was notified of the event. Despite multiple efforts to obtain additional information, thus far no further details have been provided.